Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) for due to recurring incontinence. The physician determined that there was fluid loss from the balloon due to a puncture of the balloon when implanted. The balloon had a slow leak that resulted in the device no longer working. The aus balloon was explanted and replaced. There were no additional patient complications reported.